Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient underwent lymph node surgery approximately one year ago and has severe lymphedema in his left arm. Additionally, the patient has been non-compliant and has had trouble with infections since surgery in his chest area approximately six months ago. The patient did not receive care at that time as he stated he did not have a ride to his physician¿s office. The patient did have his port removed post-surgery due to infection in the port. Currently, this device has completely eroded through the patient¿s skin. The patient received five inappropriate shocks due to noise and oversensing. Additionally, a red alert had been generated due to out of range impedance measurement which was greater than 200 ohms. The device fell out while the patient was in the hospital. A procedure was performed to explant the system. A replacement system was not implanted as the patient¿s ejection fraction (ef) has improved. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.